Manufacturer narrative:
(B)(4). Implant date: around 20 years ago. Concomitant medical products: unknown maxim femoral, catalog#: ni, lot#: ni; unknown maxim tibial tray, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a maxim total knee arthroplasty around 20 years ago. Subsequently, a sales representative is reporting the patient needs a revision of the tibial insert due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02682 and 0001825034-2019-05054. This follow-up report is being submitted to relay additional information. Reported event was not confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: narrowing of the tibio-femoral space and abnormal valgus alignment which may be secondary to liner wear as well as small areas of radiolucency below the tibial component consistent with osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.